Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and lens tore. The lens was removed with no incision enlargement and another model lens was placed in the eye. No patient injury.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product shows the lens is torn in half and a portion of the optic with one haptic is torn off & missing. There is clear and reddish surgical residue on the lens. Conclusions - based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.